Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they feel like they have an infection at the incision. It was noted the patient was in an advanced evaluation which started on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp)reported that the patient was evaluated, examined and there no infection there was normal appearance skin and wound during trial. They noted no infection of the device or wound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.